Manufacturer narrative:
(B)(6). (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: lumbar stenosis, levels implanted: l4-l5 it was reported that, intra-op, cage fractured and replaced with another cage. The product came in contact with the patient. The product broke but no fragments remained inside the patient. No patient complications were reported.